Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: pump returned with moisture behind the display lens & corrosion in the battery compartment. Battery compartment is cracked above & below the bumper pad. No damage found to returned battery cap. The returned battery cap contact measurements are in specification. . Returned battery cap is able to carefully attach to the pump. Pump has no audible and no vibratory features; the display screen remains blank. A test battery cap was also unable to power up the pump. Unable to download pump history and black box data. Unable to complete required investigation steps due to no power to the pump. Pump fails leak test with battery compartment leak. Removed cover; internal moisture damage was present in pump. The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.